Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported adverse effect to the customer's blood glucose level. Customer confirmed with technical support that no further assistance was necessary.